Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 22.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The pod pc was loaded backward inside its introducer sheath. Conclusions: evaluation of the returned pod pc revealed that the embolization coil had offset coil winds along its length. If the embolization coil is forcefully manipulated against resistance, damage such as this may occur. During functional testing, the returned pod pc was re-sheathed properly. Then the embolization coil was able to be advanced through its introducer sheath and a demonstration lantern with resistance due to the offset coil winds. Further investigation revealed that the pusher assembly was kinked, and the device was loaded backward inside its introducer sheath. If the pod pc is re-sheathed with the introducer sheath load backward, resistance may be experienced, and damage such as offset coil winds may occur. The proximal end of the introducer sheath has a small inner diameter (ID) than the proximal end of the embolization coil. Therefore, it is likely that this contributed to the resistance experienced during re-sheath of the pod pc. The pusher assembly kink was likely incidental to the reported complaint. The non-penumbra catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic vein and renal vein using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, after advancing the pod pc into the target vessel using a microcatheter, the physician noticed the coil did not fit in the vessel due to its size. Therefore, the pod pc was removed to be flushed. It was reported that the physician experienced resistance while retracting the pod pc back into the introducer sheath. After flushing the pod pc, the physician repositioned the microcatheter and attempted to advance the same coil; however, experienced resistance approximately a few centimeters in the microcatheter. Therefore, the pod pc was removed. The procedure was completed using three ruby coils and three other coils with the same microcatheter. There was no report of an adverse effect to the patient.